Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic nissen fundoplication, the black button of the suturing device came apart, but it did not fall into the patient's cavity. To resolve the issue and complete the case, another instrument of the same type was opened. No additional operation was performed to correct the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument with the blades retracted and the toggle switch in the left position. The front-loading button was disengaged from the instrument and was not returned. Microscopic inspection noted no witness marks from the needle tip impacting the beveled wall. The plunger was inspected and no damage or deformation was observed. Sheared material was observed on the flat pin. The flat pin was found to be rotated. No damage was observed upon inspection of the center rod. No damage was observed upon inspection of the metal blades of the instrument. It was reported that the black button of the suturing device came apart. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur during the inability of the user to unload an improperly loaded needle which might cause the necessity to exert pressure on the button which results in it disengaging or breaking. Also may occur when excessive force is applied to the device causing the flat pin to rotate. The evaluation detected an unreported condition: of rotated flat pin that has no relationship to the reported condition. The product analysis not ed evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: squeeze handles and align toggle levers with the arrows on the body housing. Simultaneously squeeze the handles and press the black reloading buttons on the front and back of the device and slide them completely forward to expose the red indicator boxes. Release the handles and remove the needle. Ensure that the toggle levers are fully retracted prior to opening the jaws of the device. The reloading button should never be pressed when the instrument is in the body cavity, as this will release the needle. Inspect the application site to ensure hemostasis. Place additional sutures or use electrocautery if necessary to complete hemostasis. Endoscopic procedures should be performed only by physicians having adequate training and familiarity with endoscopic techniques. A thorough understanding of the operating principles, risks versus benefits, and the hazards involved in utilizing an endoscopic approach is necessary to avoid possible injury to the user and/or patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic nissen fundoplication, the black button of the suturing device came apart. To resolve the issue and complete the case, another instrument of the same type was opened. No additional operation was performed to correct the issue. No patient complications have been reported as a result of this event.